Event description:
Per the clinic, the patient experienced non-auditory stimulation resulting in loss of benefit. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.